Manufacturer narrative:
The device was returned and an investigation was performed. Visual inspection found fecal matter on the exterior of the impella, not in the fluid path. The reported allegation was not confirmed as the fluid path was inspected and found clear and free of fecal matter.

Manufacturer narrative:
The impella cp was obtained by an abiomed field representative and is currently being shipped back for device evaluation. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6) year old male presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella cp. Aftert approximately 2 days on support, patient had a large bowel movement. Fecal matter breached the purge system and traveled to the device's bacterial filter, despite reports of a secure connections within the system. As treatment, the device was removed and a second impella was placed. The patient did not endure any adverse impact.